Manufacturer narrative:
The event of wound infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: flipping, wound infection. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "implant flip." Later reported "wound." This record is for the right side. The device has been explanted and replaced.

Event description:
Un-reporting right breast wound received in this record, the follow-up information reports that the allegation is associated with tissue expanders used in a previous surgical intervention dated (B)(6) 2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.